Manufacturer narrative:
Updated fields; b4, d9, g3, g6, h2, h3, h6, h10, h11. Corrected fields; d1, d4, h4. A getinge field service engineer (fse) was dispatched to evaluate the unit. It was reported that the 5000hr maintenance kit, and safety disk were replaced. The unit passed all functional and safety tests and was returned to customer.

Manufacturer narrative:
UDI related data quality updates only providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Corrected data: b5. Updated data: b3, b4, g3, g6, h2, h10, h11.

Event description:
It was reported that before use on a patient by clinical engineering technician, the cs100 intra-aortic balloon pump (iabp) when activating the autofill it displayed the error: system failure. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) when activating the autofill it displayed the error: system failure. There was no patient involvement.